Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel and aneurysm morphology are unknown. It was reported that the stent graft had migrated and kinked. It was reported that the pt's leg was amputated in 2003, it is unknown if this is related to graft implant.